Manufacturer narrative:
Citation: bagur et al. Transcatheter aortic valve-in-valve-in-valve implantation for a failed xenograft. Ann thorac surg. 2012 feb;9 3(2):647-50. Doi: 10.1016/j.athoracsur.2011.07.020. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6)-year-old male patient with a history of aortic valve replacement with a 25-mm medtronic mosaic bioprosthesis 13 years prior. The patient presented with pulmonary edema and severe xenograft stenosis. Due to multiple comorbidities a repeat surgery was ruled out, and the patient consequently underwent a transcatheter aortic valve implantation (tavi). During the procedure a non-medtronic transcatheter valve was implanted valve-in-valve inside the existing valve, and positioned with approximately half below and half above the aortic annulus. However, immediately after deployment the newly implanted valve shifted toward the left ventricle. Subsequently, another non-medtronic transcatheter valve was implanted, as valve-in-valve-in-valve, to anchor the shifting valve to avoid further embolization. Transesophageal echocardiogram (tee) imaging showed appropriate position of the prostheses with only a trivial paravalvular aortic regurgitation. At 12-month follow-up the patient had a mean aortic transprosthetic gradient of 15 mmhg with no evidence of stent fracture or valve displacement. No additional adverse patient effects or product performance issues were reported.